Event description:
It was reported, the patient experienced pain at the ipg site for approximately three months. Subsequently, the patient underwent surgery on (B)(6) 2014 to reposition the ipg deeper in the pocket. The exact event date is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the pain at the ipg site has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.